Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the white 45 reload failed the last staple, fired and cut, but the staples didn't close, leaving the tissues open. It was necessary to re-staple the tissue, replacing the reload with a new one that worked perfectly. No harm was done to the patient and the surgery was not extended.